Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt can suddenly no longer hear with her device since (B)(6) 2013. On performing single channel stimulation, at stimulation rate of approximately 20qu and more, the pt feels pain on all electrode channels except for channels 8 and 10.